Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
76 year old male presented on 9/25 with type a aortic dissection and cardiac arrest. They underwent emergent repair, developed post cardiotomy cardiogenic shock requiring vaecmo. On 10/1 implantation of impella 5.5 was performed via right axillary artery. On 10/2 cva/ hemorrhagic conversion was had so heparin was held and cvvh was initiated. On 10/4 they went to the or for washout (mediastinal). On 10/9 there was gi bleeding noted and on 10/15 care was withdrawn secondary to poor neurologic recovery (from type a dissection repair).

Manufacturer narrative:
On 25-mar-2026, abiomed received additional information indicating that the event date was 2-oct-2025 (which has been updated in section b3). On 26-mar-2026, the product investigation was completed as well. Investigation details: the patient experienced major bleed/stroke. No product returned. The cause of the injury was not determined due to insufficient clinical details.